Event description:
Spontaneous communication, patient stated one of the pumps (serial number: (B)(4)) started beeping last friday with the message "no disposable, pump wont run". Patient stopped and restarted the pump, and made sure cassette is properly attached and no kink in tubing. None of these resolved the issue. Then patient attached the new cassette and pump started working again. Patient rotates pumps every day. Then the patient found out the other pump (serial number: (B)(4)) gave the exact same error message the next day (last sat) with the beeping. Patient switched to the new cassette and the pump started running again. Both pumps are working since then, but patient was not sure if the issue was due to the cassette or the pumps. Patient no longer had the default cassettes with her to provide me the lot number. No other information provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No cassettes; yes- legacy pumps, did we [MFR] replace cassette? Yes did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved, resolved? Ongoing? N/a. Reported to (B)(6) by: patient/caregiver.